Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. The unit was powered on and delivered a high pitched noise and immediately received ¿disc/sense¿ alarm. Alarm was visual as well as audible. Bench testing revealed a seized turbine. Further disassembly of turbine¿s lower housing revealed traces of aluminum nodules. The service technician replaced the turbine and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to carefusion that model lap top ventilator 1200 failed to deliver any breaths. The unit was prompted by disc sense alarms. The customer confirmed there was no patient harm associated with the reported event.